Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high impedance was noted on the right ventricular (rv) lead. The rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, fainted, fell and hurt their leg. It was further reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.